Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was a cassette not attached error¿ was confirmed through cassette test. The probable cause was the downstream occlusion (dso) sensor. Further investigation found internal battery issues. Replaced main board, dso sensor, bezel, and seal. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration, and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.